Event description:
Material: unknown, batch#: unknown. It was reported that the bd insyte autoguard bc leaked. The following information was provided by the initial reporter: "inserted non-blood control product but wasn't aware it wouldn't prevent leakage. When he turned to get something else it resulted in leakage." Verbatim: rcc received a complaint via email. Email(s) attached. Clinician (radiologic technician) inserted non-blood control product but wasn't aware it wouldn't prevent leakage. When he turned to get something else it resulted in leakage. Clinician was used to blood control (iag bc) product and said that the two devices look really similar and at first he didn't know the difference. Comment observed during a voice of customer research study. Comment was general in nature. Clinician did not give any details about when the event occurred but mentioned it happened the first time he used the non-blood control device.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.